Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a device alert message with error cable alarm displayed. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the issue and reseated alarm cable connections to correct the reported problem. The unit passed all testing and operated within the manufacturing specifications.